Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be a admission that any cook device (I) is defective or malfunction or (ii) caused or contributed to a death or serious injury. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: difficulty with band deployment can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and creating difficulty with band deployment. The instructions for use for this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The initial reporter was unsure if the endoscope had received an accessory channel repair. Another possible contributing factor includes allowing the trigger cord to become lodged between the ligator barrel and the distal end of the endoscope. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if band deployment difficulty is experienced. The info provided indicated this technique was utilized and the procedure was completed using this device. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Correction action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic banding procedure, the physician used a six shooter saeed multi-band ligator to band esophageal varices. Resistance during band deployment was encountered and the bands did not deploy easily. The handle was placed in the two-way position, and the trigger cord was loosened. The handle was placed back into the firing position and the bands were able to be deployed. This device was successful in completing the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. We were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare.